Manufacturer narrative:
The phacoemulsification machine and accessories were examined and tested by an amo service technician at the customer's location. The system was verified for all modes of operations and calibrations. The system met amo specs. The technician did not identify an exact cause of the event. There is no add'l info provided.

Event description:
The surgeon from the clinic reported he was having his cases reviewed by another surgeon due to the increase of vitrectomies performed. The clinic indicated there was pt involvement. The clinic did not request service of equipment. After several attempts to obtain add'l info of pt involvement and outcome, the clinic responded by stating the machine is working fine and pt outcome is fine. Clinic did not disclose any further info. To resolve all doubt, amo proactively had equipment inspected.